Manufacturer narrative:
Initial.

Event description:
It was reported that an adapter broke inside the ilet pump during an attempted removal, leaving the connector/coupler lodged and preventing safe disconnection; the pump¿s water resistance and functionality were considered compromised, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.